Manufacturer narrative:
(B)(4).

Event description:
The customer reported a leak of clear fluid from the coulter hmx hematology analyzer with autoloader during probe wash. The customer indicated that 5 cc of fluid had leaked but was contained within the instrument. The customer was wearing personal protective equipment consisting of gloves and a laboratory coat and no injury or exposure was reported. No erroneous results were generated and there was no change or affect to patient treatment in connection with this event. Beckman coulter field service engineer (fse) was dispatched and observed a bent secondary aspiration probe which restricts the blood sampling valve (bsv) rotation and alignment, causing pressure buildup in probe and separation of the ceramic pads. The fse bent the probe back into place and repair was verified per established procedures.